Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. However, the technician noted that the customer's acpa is identified as one of the lots which were manufactured with a defect where the process adhesive could potentially bridge two solder pads within a voltage divider on one the ac input pcb which could trigger the overvoltage protection of the acpa and make it enter a reset loop. This causes the acpa to not be able to power the device or charge the batteries. The device key logs indicated that there was acpa switching between the acpa and battery. As such, the reported issue of intermittent power was verified and the root cause of this issue was traced to the faulty acpa.

Event description:
The customer contacted stryker to report that their device intermittently would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device intermittently would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.